Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. The reported patient effect of tissue damage as listed in the eifu, mitraclip system gen 4, u.s. Is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for tissue damage could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter and mitraclip system referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report the leaflet tear during use of clip (00310u166). It was reported this was a mitraclip procedure performed to treat grade 4 mixed mitral regurgitation (mr). The steerable guide catheter (00225u828) was inserted and the mitraclip delivery system (cds) (00310u167) was advanced to the mitral valve. The leaflets were grasped without issue; however, the clip repeatedly failed to establish final arm angle (efaa), and troubleshooting was unsuccessful. The clip was not implanted. When removing the cds, the fully closed clip got caught on the clip introducer and the tip of the clip introducer became mangled, causing damage to the sgc hemostasis valve. The clip was fully closed but could not be removed from the sgc hemostasis valve. The devices were removed together. A new sgc and cds (00310u166) were advanced. Grasping was successful and the clip was implanted without issues, reducing mr to 2. It is suspected the implanted clip (00310u166) caused an anterior leaflet tear. In an attempt to further reduce mr, another clip was advanced and grasping was successful. However, mr would not reduce any further; therefore, the clip was not implanted and was removed. No attempt was made to treat the anterior leaflet tear. A total of one clip was implanted, mr was reduced to 2. No additional information was provided.